Event description:
It was reported that the user experienced prolonged hyperglycemia up to 400 mg/dl with large ketones shortly after starting on the ilet pump and a cd 23" infusion set, which was addressed via guided infusion set and tubing replacement while retaining the same cartridge, followed by continued use per the ketone action plan; subsequent glucose decreased to 185 mg/dl with resolution of ketones, and no professional medical intervention or backup therapy was used. Symptoms included hyperglycemia, elevated ketones suggestive of a risk for diabetic ketoacidosis, hot flashes/flushes, confusion/disorientation, and episodes of hypoglycemia per the device report. Outcomes included classification as a serious injury/illness/impairment. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information regarding a device component, and the medical device problem could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.